Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was about 2 weeks ago the patient had a fall. They reported that it took 4 hours to recharge the implanted device. They said they fell on their back and are worried the implant shifted. The patient was redirected to their healthcare provider to further address the issue

Event description:
Additional information from the patient indicated that after surgery, they lost time and went a few weeks without recharging. They stated that when they recharged again, it took almost 4 hours, which is the longest time they have ever had to charge. They stated that at that time, they were having problems getting anyone to help them. The patient stated that it had been a longer time in between recharging, so they are not sure if that might have been the problem, but after a few recharges, it went back to 2 and a half hours. The patient stated that after surgery, they did notice that some wires in their lower left leg did not seem to be working, so they just left it alone. They stated that on their left leg they have it up to number 5, but the left leg from the knee down does not have any feeling. Now the plate which is on the right side has fell flat from too many falls. They stated that it seems to still be working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.